Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a visual inspection of the pump revealed multiple cracks tin he battery compartment. There was evidence of moisture visible behind the display lens; a leak test was performed revealing a battery compartment leak. During investigation, the pump powered on to blank screen making further testing unable to be performed. The pump was opened and extensive evidence of moisture was observed throughout the inside of the pump. The complaint of intermittent power was not able to be confirmed due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.